Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. Three months later, the patient experienced a small partial mesh erosion. The size of the mesh erosion was five centimeters and it was located on the right at the gaicus. A surgical procedure to excise the eroded part of the sling device was performed on an unk date. The following month, the patient outcome was reported as good an no further medical or surgical intervention was performed or planned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.